Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patients had unknown alarms when the backup system controller was connected to the power module (pm). The backup controller was being checked by plugging it into the pm. This caused all the lights to illuminate and the alarms to go off (similar to a self-test). There was no message displayed on the screen. The controller was not able to be powered down after disconnecting from power source. It took a few minutes for it to shut off. The patient's backup system controller ((B)(6)) was exchanged due to light and alarm malfunction. The patient currently had low flow software on primary pocket controller, and it was requested the new backup controller be updated as well.

Manufacturer narrative:
D9: returned to manufacture date, updated. Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6)) alarming when connected to the power module was confirmed. The controller was returned for analysis, and when connected to the test power module, a constant alarm activated. The controller would not communicate with the system monitor, and the screen and user interface did not function. Evidence of fluid ingress was found on the black power cable connector pins. The controller was opened, and evidence of extensive fluid ingress was found inside the housing. The root cause of the reported event was determined to be fluid ingress. However, the root cause of the fluid ingress was unable to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.